Manufacturer narrative:
D10: concomitant device.

Manufacturer narrative:
H3, h6: the associated devices were returned and evaluated. A visual inspection of the returned explants reveal the cocr 12/14 fem head 36mm +4 has scratches and signs of wear. The visual of the r3 20 deg xlpe acet lnr 36mm x 54mm reveal signs of wear, discoloration, gouges and a piece of the device broke off. This piece was not returned. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A laboratory analysis performed on the device revealed that no material or manufacturing deviations were found. The femoral head shows slight scratches to the exterior surface of the head, this damage was likely caused by contact with the acetabular shell during impingement/dislocation and/or by removal of the head from the hip stem during revision. Burnishing is observed in a small section of the femoral head. The liner has damage consistent with removal. The liner additionally showed signs of wear at the rim of the liner which was likely due to femoral neck impingement. The liner and femoral were seated together, and additionally a silicone mold replica of the liner was made to assess for wear or tunneling. No signs of femoral head displacement of the liner was observed. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for total hip systems revealed that dislocation has been identified in warnings and precautions, that may result from improper selection of the neck length and cup, stem positioning, muscle looseness and/or malpositioning of components. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient condition, or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after undergoing a thr on (B)(6) 2019, patient experienced liner failure. This adverse event was addressed by doing a revision surgery on (B)(6) 2024, in which the r3 20 deg xlpe acet lnr 36mm x 54mm was noted to have disengaged, the liner was exchanged with a new one of the same configuration. Patient's current health status is unknown.